Event description:
It was reported that the vns patient underwent surgery nine years ago to explant his device due to unspecified tolerability issues. Attempts for additional relevant information have been unsuccessful to date.